Manufacturer narrative:
Correction of parts replaced from catalytic converter, oil mist filter and vacuum control valve to catalytic converter, oil mist filter and oil return valve. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smells/vapor issue and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and oil return valve were not returned for further evaluation. The assignable cause of the odor/smells/vapor issue is the catalytic converter, oil mist filter and oil return valve. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter, the vacuum control valve and the oil mist filter were replaced to resolve the odor/haze/vapor issue. Unit meets specifications and was returned to service the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of "odor and vapor" emitting from the sterrad® 100s sterilizer while running a cycle. The customer powered off the unit and vacated the area. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.